Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. DHR review was performed and there was no evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the device was not working properly. A red light appeared when attempting to connect the device to the remote. The patient was brought in to the physician's office to clear the error, but the error continued to show after one day. After performing imaging, it was discovered that the lead had migrated. A lead revision was performed on (B)(6) 2025. It was further reported that the patient was originally experiencing nocturia along with a burning sensation in their vaginal area. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the device was not working properly. A red light appeared when attempting to connect the device to the remote. The patient was brought in to the physician's office to clear the error, but the error continued to show after one day. After performing imaging, it was discovered that the lead had migrated. A lead revision was performed on (B)(6) 2025.